Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-february-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a faulty pickup assembly. The fse replaced the assembly and performed all related alignments then backed up the parameters. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151 c.trans-z home detect error was a faulty text pickup assembly.

Event description:
On (B)(6) 2017, a customer reported error 4151 c.trans-z home detect error on the aia-900 instrument. The customer powered down the system. Technical support advised the customer to clean the pickup chuck and sensor. The customer also cleaned the tip pickup with alcohol. The system was rebooted and an all set home was completed. The error message reappeared. The customer is unable to run patient samples on follicle stimulating hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.